Event description:
This rv lead was implanted on (B)(6) 1993 and remains implanted at this time. A call to technical services was made on 6/24/2014 stating that during a normal device check the atrial bipolar impedance was 2090 ohms. Daily measurement went high on atrial lead on (B)(6). Unipolar impedance for both leads were normal. There was some noise on atrial lead that led to mode switching and could recreate with isometrics in bipolar. There was no noise on the rv lead. They changed both leads to pace unipolar and sense bipolar. They left atrial lead at 0.75mv and bipolar as unipolar also led to noise with isometrics. There were no other programming changes made. The physician was dr. (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).